Event description:
Leaking 2000 ml drain bag--medline.I have little information in regard to this event--product was not saved to my knowledge. No patient identified.======================manufacturer response for 2000 ml drain bag, (brand not provided) (per site reporter).======================medline rep is following with his company.what was the original intended procedure?draining of urine.device #1is this a laboratory device or laboratory test?no.